Event description:
The endoplege catheter functioned normally throughout the entire surgical case. It delivered retrograde cardioplegia appropriately, indicating the balloon was properly inflated during cardioplegia administration. At the end of the surgical case, it was removed from the central venous introducer in the right internal jugular vein. When removed, it was discovered that the balloon was ruptured. It passes both air and fluid through it. This was reported to the intended surgeon.